Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up, down, ok and contrast keypad buttons are intermittently responding and require excessive force to activate during testing, it was observed that the ok and contrast buttons are inverted, it was observed that the up, down, and ok key contacts are misaligned, it was observed that the up, down and ok contacts become inverted when pressed, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. All the buttons are sticking when pressed. As the button' sprung back up, the reported claimed the pump would scroll through screens. It was reported there was no structural damage to the keypad. There was no adverse event associated with this complaint.